Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter is reverting into the setup mode. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with oral medication. The product issue began on (B) (6) 2010. On (B) (6) 2010, the pt developed symptoms described as "back pain and sweats." As a result of the product issue, the pt reportedly managed her diabetes by taking less food/drink on (B) (6) 2010. The pt denied receiving any treatment due to the product issue. During troubleshooting, the customer care advocated verified that there was no product misuse. The product issue began immediately after the battery was removed on the subject meter. Product issue was resolved with training. This complaint is being reported because the pt claimed she had symptoms that can be suggestive of hypoglycemia after the product issue began. However, please note that this product issue is due to a user error as the pt did not know how to set-up the subject meter after the battery was replaced. Replacement products were sent to the pt.